Event description:
It was reported that unusual resistance was encountered slightly proximal to the basket portion, and the shaft coating was torn. During a percutaneous catheter myocardial ablation procedure to treat atrial fibrillation, an intellamap orion catheter was selected for use. After completing the pre-map, the catheter was withdrawn from the patient's body by retracting it into the sheath; however, while removing the catheter, an unusual resistance was encountered slightly proximal to the basket portion. Eventually, the basket portion was successfully retracted, and the catheter was then removed from the patient. Upon inspection, it was noted that the shaft coating proximal to the basket portion was torn. Another of the same device was used, and the procedure was successfully completed without patient complications.